Manufacturer narrative:
Additional information: b7. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent . The cause of peritonitis was unknown. It was reported that the patient was hospitalized due to seizures and treated with inrome injection (1.5mg, intraperitoneal, once daily, discontinued) for peritonitis. At the time of this report, the patient was recovering from seizures and has recovered from peritonitis and cloudy fluid; however, the patient remained hospitalized. On an unknown date, pd therapy was discontinued and the patient was transferred to hemodialysis (hd). Hd therapy was ongoing. No additional information is available.